Event description:
The pt underwent a hysterectomy and a sling procedure in 2005. Post operatively, the pt experienced sharp, cutting pains three inches from the opening of the urethra, and pain in the crease of their left leg. The pt reported that the physician felt that the tape was too tight and performd urethral dilation and a cystoscopy in about 9 month later to correct the pain.